Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose (bg) was 24 mg/dl. Reportedly, the customer went to the emergency room where bg was treated with oral glucose gel and glucagon shot. Reportedly, the customer left the ER three hours later with the issue resolved and no permanent damage. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.